Event description:
Ventilator alarming low minute volume. A large cuff leak was noticed. More air was added to pilot balloon of trach tube. Patient continued to have large air leak from mouth. Patient's trach was in good placement. Trach tube was changed and cuff was inflated and leak stopped.